Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-00489.

Event description:
The patient was undergoing a coil embolization procedure in the cerebral artery using penumbra smart coils (smart coils) and a penumbra smart coil detachment handle (handle). During the procedure, the physician successfully advanced a smart coil into the target vessel using a non-penumbra microcatheter and used the handle to detach it. The physician then advanced a new smart coil into the target vessel, but was unable to detach the coil using the handle. After multiple failed attempts, a new handle was opened and used to successfully detach the same smart coil into the target vessel. The procedure was completed using the same new handle, four smart coils, two other coils, and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: there was no visible damage to the penumbra smart coil detachment handle (handle). Conclusions: evaluation of the returned handle revealed that the device was functional. The handle was functionally tested on the handle fixture and passed within specification. The root cause of the reported detachment issue could not be determined. Penumbra handles are functionally tested during incoming inspection by quality. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.